Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A dialyzer was returned to fresenius for a physical evaluation by a user facility. Additional information was obtained from a user facility registered nurse (rn) during follow-up. The rn stated that the dialyzer was involved in a blood leak event during a patient's hemodialysis treatment. The reported issue occurred approximately 10-15 minutes after treatment initiation. The blood leak was noted to be internal. Blood streaks were visually observed within the dialyzer. The fresenius 2008t machine failed to alarm for the blood leak event. Blood leak test strips were used and tested positive for the presence of blood. There was no patient injury or required medical intervention. The patient's estimated blood loss (ebl) is approximately 250 ml. The patient was restarted on the same machine and treatment completed successfully with new supplies.

Event description:
A dialyzer was returned to fresenius for a physical evaluation by a user facility. Additional information was obtained from a user facility registered nurse (rn) during follow-up. The rn stated that the dialyzer was involved in a blood leak event during a patient's hemodialysis treatment. The reported issue occurred approximately 10-15 minutes after treatment initiation. The blood leak was noted to be internal. Blood streaks were visually observed within the dialyzer. The fresenius 2008t machine failed to alarm for the blood leak event. Blood leak test strips were used and tested positive for the presence of blood. There was no patient injury or required medical intervention. The patient's estimated blood loss (ebl) is approximately 250 ml. The patient was restarted on the same machine and treatment completed successfully with new supplies.

Manufacturer narrative:
Plant investigation: the device was not returned to the manufacturer for physical evaluation and the serial number could not be obtained. As a serial number could not be determined, device history and manufacturing records could not be reviewed. The complaint investigation did not find objective evidence indicating a product problem, thus the complaint is unconfirmed. Furthermore a conclusion could not be drawn.